Manufacturer narrative:
H10: of the reported four malfunctions, lot numbers were provided for two malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for all four malfunctions. Therefore, for three malfunctions the investigation is confirmed for the reported perforation and detachment and for one malfunction the investigation is confirmed for the reported perforation and detachment, additionally it was determined to have and confirmed for retrieval difficulties (a150207 - difficult to remove), and filter tilt(a150202). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicates that model rf048f vena cava filter allegedly experienced perforation and detachment. These information's were received from a various sources. All four malfunctions involved patient with no patient consequences. Of the four patients, two were male and one was female, all four patients age ranged between 33-46 years and one patient weighs 184 lbs. All other patient details were not provided.

Manufacturer narrative:
Of the four devices, two lot numbers were provided and lot history reviews were performed. All the four devices were not returned to the manufacturer for evaluation; however, medical records were provided for three malfunctions. For three malfunctions, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter limb detachment. For one malfunction, the investigation is inconclusive for the perforation of the ivc and filter limb detachment. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. (Corporate lot no: unknown).

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced detachment of device and patient device interaction problem. This information was received from various sources. This malfunction involved all 4 patients with no consequences. Of the four patients, three patients' ages were reported ranging from 33 to 46 years and one patient was reported as female, and two patients were reported as male. All other patient details were not provided.